Event description:
Per the audiologist's report, this patient experienced a sudden drop in sound quality. Integrity testing in 2004 confirmed normal receiver/stimulator function, but revealed that there was one short circuited electrode. The patient's device was reprogrammed, but this did not resolve the problem. The surgeon explanted the device in 2006. He reimplanted a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling code.